Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 12-jul-2019 from a healthcare professional (hcp) who reported that the patient was admitted on (B)(6) 2019. The patient had developed cellulitis and the wound culture was positive for (B)(6). After discussion with the patient and her husband and weaning the intrathecal baclofen, the patient was taken to surgery on (B)(6) 2019 at which time the pump and catheter were removed. When the pump pocket was opened, thin fluid was found around the pump and it was immediately cultured and sent to the laboratory. Once the removal of the pump and catheter was complete, the patient was moved to the recovery room in stable condition. The patient was discharged on (B)(6) 2019. The patient¿s medical history included multiple sclerosis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 96 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 the hcp reported that the patient had a pump pocket infection which she believed started at implant on (B)(6) 2019. A week after implant the patient started having draining from the pocket incision. The patient had (B)(6) and they were weaning the patient off of the pump medication, so they could take the pump out within a day or two. The patient had good vitals. The hcp stated that she would try setting the pump to minimum rate before they remove it. No further complications were reported/anticipated.